Event description:
During use of the device for a surgical procedure, the user observed a venous module "f070" error code message recorded in the erasable electronic programmable read only memory. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.